Event description:
During a cardiopulmonary bypass procedure, it was observed that the pressure module produced a "fail" message. There was no reported adverse consequence to a patient as a result of this event.

Manufacturer narrative:
Evaluation in progress but not concluded.